Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing a suture passer on (B)(6) 2010. During the procedure, the nitinol wire fractured inside the passer and would not push the suture. There was no delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed (B)(6) 2010.